Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia automated cycler set without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient stated they started therapy empty and saw air bubbles in the patient line. The renal therapy service agent had the patient end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.